Event description:
The field service tech that was performing the repairs for the fluid ingress recall found that the table he serviced had excess hydrolic fluid on the surface beneath the patient padding.

Manufacturer narrative:
There was no patient involvement and no adverse events. This product does not have an expiration date. Upon return of the table to the manufacturer, it was inspected for fluid leaks. When the hydraulic hose was pressed, a hydraulic fluid leak was observed. The nature of the leak led the engineer to believe that he leak may be contributed to a malfunction of the o-ring seal. No hoses were found to be cut. This is not a single use product.